Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, noise was observed on the lead. The noise could not be reproduced. The patient declined a lead revision. The patient was in stable condition and would continue to be monitored.

Event description:
New information received notes that when the patient presented for a generator exchange procedure, lead noise was still present on the right ventricular lead. During the procedure, a small insulation abrasion was noted. The patient declined to replace the lead and so it was repaired. The physician used medical adhesive and added a new suture sleeve over the abrasion. The patient was stable before and after the procedure and will continue to be monitored.